Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the stylet became difficult to advance and to remove after repeated attempts to position the lead. The physician elected to complete the procedure with a new lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty to remove/advance stylet/guidewire was confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the stylet to be obstructed at the middle portion of the lead. Analysis of the lead found the stylet to be obstructed by dried blood in the inner coil. Electrical and visual evaluations were normal with no anomalies found. The cause of the reported event was due to dried blood obstructing the stylet in the inner coil at the middle region of the lead.